Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for high out-of-range pacing impedance measurement, measuring greater than 2117 ohms. Boston scientific technical services referred the patient to their healthcare professional. The patient indicated that they had already reached out. No adverse patient effects were reported. This rv lead remains in-service. Multiple attempts were made to obtain information regarding the plan or resolution, but unfortunately no further information is available.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for high out-of-range pacing impedance measurement, measuring greater than 2117 ohms. Boston scientific technical services referred the patient to their healthcare professional. The patient indicated that they had already reached out. No adverse patient effects were reported. This rv lead remains in-service.